Event description:
It was reported that during a procedure, the lavage unit came apart and splashed two people in the face with fluid from the pt. The pt is reported to be (B)(6). No add'l info has been received regarding the status of the exposed persons or if they needed any treatment. Numerous attempts have been made to gather additional details, with no result.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation. No info is available regarding the actual part number or lot number. Add'l attempts to gather info will occur, and a f/u report will be filed if info is received.